Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with preoperative diag nosis of this surgery was fixed due to spinal canal restenosis after decompression. Procedure performed was l3/4 tlif <(>&<)> l4/5 plif. It was reported that the screw was inserted after the cage insertion, and the final conclusion was made. When the v4 tab was bent using a tab breaker, the extension was broken when the screw was being inserted from the outside in an attempt to bend the tab, and the tab breaker could not be fully inserted until the end. There was no fragment left inside the patient. There was no patient symptoms or complications as a result of this event.

Manufacturer narrative:
H3: product analysis: part # 6642007, lot # ct15l036 visual and optical inspection did not reveal any pre existing damage that could contribute to the extender breaking. The extender may have not been fully seated before attempted tab breakage. The damage appears to be from bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.